Event description:
Same case as MFR #6000089-2004-01397. Clinical trial. It was reported that 2 months after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the right coronary artery lesion. Additional information has been requested.

Event description:
The pt was enrolled in arrive program in mar 2004. Target lesion 1 (50 mm long) was identified in the prox rca with 90% stenosis and a 3.0mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.75 x 32 mm taxus stent in the in-stent restenotic region. A 3.0 x 20 mm taxus stent was then attempted to be taken all the way down into the rest of the stented region. With much difficulty because of tortuosity, extreme deep probing of the guiding catheter was performed and was able to get to almost the end of the in-stent restenosis leaving a small region of restenosis still uncovered. The stent was placed in the mid rca. Residual stenosis was 0%. The pt was discharged the next day on plavix and asa. The pt presented 2 mos later with atypical chest discomfort and cardiac catheterization revealed lmca- normal, lad -luminal irregularities, lcx-90% stenosis in the mid to distal segment at the om-3 original, rca -in-stent restenosis at the distal edge where the previously placed taxus stent was not able to cover. Fifty-eight days post enrollment, cutting balloon angioplasty was performed, and a 3.0 x 12 mm taxus stent was placed in the rca covering the in-stent restenosis. Residual stenosis was 0%. It was decided to treat the lcx lesion medically. The pt was discharged on plavix and asa. In the opinion of the physician, the relationship of the taxus stent to the event is "not related."